Event description:
Procedure: esophagectomy. According to the reporter: the anvil was introduced by the pt's mouth and went through without any problem till the stomach. When the white tip of the anvil was grabbed to remove the device, it broke. The operator managed to remove the anvil through the oesophagus, causing an edema to the pt.

Manufacturer narrative:
Date initial report sent: 9/25/2009.